Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus repair center. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. According to the evaluation, olympus repair center found that this phenomenon was caused by the failure inner circuit board. Aging deterioration may have caused the defect because 6 years and 11 months have passed since the device was manufactured. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. This phenomenon was caused by the failure inner circuit board. There were scratches liquid crystal display (lcd) and bezel cover. There were small dots on the lcd and the lower part of the endoscopic image was slightly darker. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user found that the endoscopic image was not displayed. The user reported that the device has not been used for the past 3 years. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.